Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed diluent on the clear cover guard above the closed vial door. The fse replaced the probe wipe and the instrument performed without any leaks. The fse also observed the white blood cell (wbc) was performing low but within specifications. The fse performed a rough calibration factor adjustment for white blood cell (wbc) and red blood cell (rbc) as preventative maintenance. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported less than 1 cubic centimeter of blood leaked from the coulter act diff 2 analyzer. The leak was not contained within the instrument. The customer stated the needle was not piercing the center of the tube and caused the control to leak. There was no exposure to open wounds or mucous membranes. The customer was wearing gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.